Event description:
Event description guidant received information that this right ventricular lead has a decrease in lead impedances since implant. The lead impedance has changed from 1440 ohms to 580 ohms today. An EKG shows a ventricular sensed event followed by another ventricular sensed event. This may indicate ventricular farfield sensing. The r-wave measurements have also dropped from 15 mv down to 3 mv. The pacing threshold is good. The doctor has requested x-rays to check for any lead movement.